Event description:
It was reported this was an arteriotomy closure of the right and left common femoral artery using the pre-close technique via a 7fr and 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with one proglide device at both access sites. The sutures of two new proglide devices were successfully pre-placed in both access sites. The evar procedure was completed. Hemostasis was achieved in both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a link separation. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.